Manufacturer narrative:
H.6. Investigation: one video and two photos were received by our quality team for evaluation. From the video, the team observed that the user used a certain strength to pull out the plunger from the barrel for the first sample shown, therefore the team was able to confirm that the plunger retention ring is available. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. As no samples were received for further investigation, a root cause was not able to be determined. H3 other text : see h.10.

Event description:
It was reported 50,000 syringe 3ml ll had plungers that were loose and/or fell out. The following information was provided by the initial reporter: "plunger is pulled out completely while aspirating the drug, as the plunger retention ring is missing."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 50,000 syringe 3ml ll had plungers that were loose and/or fell out. The following information was provided by the initial reporter: "plunger is pulled out completely while aspirating the drug, as the plunger retention ring is missing".